Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, vessel thrombosis is a known risk associated with endovascular procedures and is listed as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
During placement of a coil, it stretched; therefore, the physician removed it. It was reported that thrombus appeared at the neck of the aneurysm, and the physician administered reopro (dose unknown) in response to the event. The relationship between the removal of the stretched device and the thrombus formation is unknown.

Manufacturer narrative:
Subject device is not available.

Event description:
During placement of a coil, it stretched; therefore, the physician removed it. It was reported that thrombus appeared at the neck of the aneurysm, and the physician administered reopro (dose unknown) in response to the event. The relationship between the removal of the stretched device and the thrombus formation is unknown.